Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported events.

Event description:
It was reported that during the procedure of severe atherosclerosis stenosis case, resistance was encountered while advancing the guidewire (subject device) tip into the patient's artery. The physician continued to rotate the subject guidewire to go further. When the subject guidewire was delivered to pass the distal part of artery at the last stenosis, mid-section part of subject guidewire was fractured. The physician then used a stent to remove the subject guidewire from the patient's anatomy, replaced the guidewire with a new one and completed the procedure successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of severe atherosclerosis stenosis case, resistance was encountered while advancing the guidewire (subject device) tip into the patient's artery. The physician continued to rotate the subject guidewire to go further. When the subject guidewire was delivered to pass the distal part of artery at the last stenosis, mid-section part of subject guidewire was fractured. The physician then used a stent to remove the subject guidewire from the patient's anatomy, replaced the guidewire with a new one and completed the procedure successfully. No clinical consequences were reported to the patient due to this event.